Event description:
It was reported that during a stenting procedure, withdrawal difficulties were encountered. The lesion being treated was located in the right superficial femoral artery. Following successful deployment and full expansion of the epic vascular stent, the physician encountered difficulty while attempting to remove the stent delivery system. Rotating the delivery system did not correct the difficulties. Therefore, the physician removed the delivery system and unspecified wire as one unit. No patient complications were reported, and the patient's condition was reported as 'stable'. This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filled. (B)(4).